Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient was to be re-evaluated by their physician in the near future to determine if and when an additional revision would be required. No adverse patient effects were reported. This product remains in-service.